Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the up buttons do not operate. The connections of the up flex print are interrupted.

Event description:
Pt reported the up button on the infusion device is non-functional. The infusion device was replaced and requested for eval. No physiological effects were reported and the pt did not require treatment from a health care professional or second party to address the issue.